Event description:
Information received indicates the left head siderail will not latch of stay in the raised position.

Manufacturer narrative:
The technician found the pivot arm was broken. He replaced the siderail to repair the bed.